Event description:
It was reported that this 69 y/o male patient's right rtsa was revised approximately 3 months post op the surgery in turkey. Patient was apparently lifting a suitcase and dislocated his shoulder. Apparently it was not able to be reduced by a surgeon in turkey so patient returned to the us. The glenosphere, locking screw, liner, torque screw, tray and stem were all removed and revised. The stem was loose and showed no bony on-growth. A larger preserve stem was able to be used as well as an expanded glenosphere. No additional intra-operative delays. Product not returning: hospital keeps.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-31-40 - glenosphere, 40mm. (B)(6), 320-35-01 - small glenoid plate. (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6), 531-78-20 - shouldr gps hex pins kit. 11054823185, a10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of dislocation as reported. It is unclear if the reported humeral loosening contributed to the dislocation event. However, the humeral loosening cannot be confirmed and potential user or patient-related considerations could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.